Event description:
The physician was attempting to use an nc sprinter rx ptca balloon catheter. The device was removed from the packaging as per the instructions for use. The device was inspected and negative prep was performed prior to use, with no issues noted. During the procedure a leak at the very proximal end near the handle/back of the balloon was noted. No patient complications reported.

Manufacturer narrative:
Results and conclusions: (device or procedural images not returned for evaluation). (Device or procedural images not returned for evaluation). (Device was inspected and prepped before use with no issues noted - damage occurred during attempted use and is procedural related). (B)(4).